Manufacturer narrative:
Eval results: visual inspection of the returned product showed that one lens haptic and the lens optic was torn. Surgical residue/debris on product. Complaints of this nature are being investigated.

Event description:
The surgeon attempted to implant a cc4204bf plate collamer lens. The cartridge split and the lens tore as it was being advanced in the cartridge, prior to insertion into the eye. No pt contact. The iol injector and iol injection cartridge, model and lot numbers unk.